Manufacturer narrative:
It has been identified during internal review that the reported manufacturer awareness date was not correct. The awareness date was initially recorded as (B)(4) 2017, however this date should have been (B)(4) 2017. This medwatch report has been submitted to provide the correct awareness date. This correction does not impact the investigation conclusions.

Manufacturer narrative:
The data logs were analysed and no software error was detected. The cause of the software crash was a virtual memory issue, due to the loading of too many images. Once the extra images were removed, the issue was resolved.

Event description:
During surgery planning that was performed one day before surgery, the device planning station crashed three times.